Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use a diagnosis procedure was performed and the procedure completed by pressing the footswitch 2-3 times. A philips remote service engineer (rse) connected and there was an intermittent wired footswitch problem due to cable damage. The customer pressed the footswitch 2-3 times. On other re occurrence the wired footswitch was replaced as part of the fco. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In this complaint customer pressed the footswitch 2-3 times and the system restart, no replacement done, so the complaint is non-reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an intermittent wired footswitch problem due to cable damage, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.